Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1002" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's smart pneumatic module board was replaced to resolve the malfunction. The smart pneumatic module was returned to zoll medical us; the malfunction was duplicated and attributed to water ingress. The smart pneumatic module was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's smart pneumatic module board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.